Manufacturer narrative:
This file is linked to (B)(4) MDR ref# 3001845648-2019-00323, file was opened as information was provided to say that they used the 0.025-inch wireguide to complete the procedure with the additional clso-10-5. Prior to distribution clso-10-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the clso-10-5 device could not be complete as the lot number is unknown. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received a 0.025" wire guide was used. A non-recommended size wire guide was used with the device. Complaint is confirmed based on customer testimony. The procedure was complete successfully using the device and the non-recommended wireguide with no issues reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Non-recommended sized wireguide used with clso-10-5, linked to another file.